Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the leadless ipg exhibited possible loss of telemetry. The leadless ipg was explanted and replaced. The replacement leadless ipg also exhibited possible loss of telemetry. This leadless ipg remains in use. No patient complications have been reported as a result of this event. It was reported that the mobile programmer lost communication with the patient connector and the leadless implantable pulse generator (ipg). It was also reported that the markers and the electrocardiogram (ECG)/electrograms (egm) were incorrectly synchronized on the mobile programmer base. It was noted that the mobile programmer indicated that the patient connector was connected however, a dotted line was displayed between the mobile programmer application and the patient connector. It was also noted that the leadless implantable pulse generators (ipg) measurements could not be completed due to the loss of connection. Troubleshooting steps were taken to include forcing the patient connector to reconnect which caused the patient connector to blink, in an attempt to resolve the issue. Further troubleshooting steps were taken to include switching out to a legacy mobile programmer to resolve the issue. No patient complications have been reported as a result of this event. Host tablet os version: 18.6.